Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the bd vacutainer® serum blood collection tube label partially peeled off before use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019, before use this batch, the customer found many tubes have label upwarp issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum blood collection tube label partially peeled off before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, before use this batch, the customer found many tubes have label upwarp issue."